Event description:
Called by bedside rn to assess potential leaking line. Upon this author investigating, it was noted that the lipid line was leaking between the male site of the il filter and the female site of the antisiphon valve despite being properly configured and fully screwed into place on line setup. Line to be taken down and replaced with new line sterilely per nnicu policy. Tubing to be saved and delivered to apsms. Lot number of il filter and asv unknown as the tubing was hung on pm shift on [redacted date]. Manufacturer response for lipid line, lipid line (per site reporter) reached out to baxter.